Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the pancreas to treat a walled-off necrosis (won) during a won drainage procedure performed on (B)(6) 2019. Reportedly, the patient's won was approximately 25cm in size. According to the complainant, during the procedure, after the first flange was released inside the won, the first flange did not fully expand due to the presence of necrotic tissue. After approximately 10 minutes, the first flange was only slightly expanded. The physician deployed the second flange of the stent in the stomach. The first flange of the stent was still not fully expanded inside the won, and the physician attempted to expand the stent using forceps, but the first flange of the stent moved out of the won and into the stomach. The axios stent was removed from the patient using forceps, and a double pigtail stent was placed to complete the procedure. There were no patient complications reported as a result of this event.